Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port adapter / connector damaged / defective. The patient had an enhanced CT, and after the indwelling needle was administered at the injection table, the plastic stopper at the end of the indwelling needle was found to be broken in two when the needle was picked up in the machine room.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control there is in-process and outgoing visual inspection for missing and damage components.